Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons had a problem of shedding fibers [device breakage]. Case narrative: consumer reported via phone that the tampon fibers were shredding. No injury was reported.